Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which a balloon was removed and a new one was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced increased incontinence leading to the procedure. There were no device malfunctions associated with the explanted aus. The suspected cause for the incontinence was that the existing balloon was not high enough in pressure. A 62 was removed and replaced for a 71 to solve this. The patient did not experience any additional adverse event. No more information available at the moment. Should pertinent additional information become available, it will be provided.